Event description:
The customer reported the device had a "door open error". No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door latch sear assembly was broken which caused door open alarm. Replaced rear case cracked upper well. Replaced u2 on display board assembly for segment dim. A review of the device history record showed the device had a manufacture date of 10/25/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the door latch assembly - sear damaged/ cracked (door open error). Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 10/25/2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device had a "door open error". No patient involvement.